Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confimed, but not duplicated. The assignable cause could not be determined at this time. The device will not be repaired at this time.

Event description:
The facility representative reported a colleague infusion pump that "failed during air in line test." The event was reported to have occurred in the clinical technologies unit; however, it was confirmed during biomedical testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. According to baxter quality engineering, the event occurred during delivery. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).